Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The 80% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm. Procedure was completed using a different device. No patient complications were reported and patient's status was stable.